Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient stated the dexcom was displaying 60mg/dl and did not alert. The patient indicated that they expected their sugars to rise as it usually does in the morning. The patient stated her children noticed she was acting funny, so she checked her receiver again and her blood glucose dropped to 48mg/dl and stated the low alert did not display. The patient's children gave her milk which brought her sugars back to normal levels. At the time of contact, the patient was doing okay. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.